Manufacturer narrative:
Date sent to the FDA: 07/31/2013. Corrected information: this medwatch report 2210968-2013-06620 is being voided as this event no longer meets malfunction reportability criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the lights on the device were flashing and there was insufficient drive to the disposable. The procedure was completed with the same device and there were no adverse patient consequences reported. Additional information has been requested.